Manufacturer narrative:
Concomitant products: 419688 lead implanted: (B)(6) 2014; 407652 lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered alerts for undefined high out of range (oor) pacing and defibrillation impedances. It was also reported that the rv coil had fractured and the helix was not fully extended. The lead was capped and replaced. No patient complications have been reported as a result of this event.